Manufacturer narrative:
Philips received a complaint on the patient information center ix indicating that the red alarms are not ringing. The device was in clinical use during the event. The investigation found that the device was not configured as the technician was expecting. The clinical staff had changed the settings. Furthermore, the field service engineer (fse) had to disable the internal speaker on the display as it was enabled; this allowed the sound to work just from the computer (pc). This issue is no longer reportable as this is a customer configuration issue and there was no malfunction of the philips device.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The biomed reported there is no audio, red alarms are not ringing. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. A philips remote service engineer (rse) assisted the biomed with troubleshooting. The biomed confirmed the volume is set to 3. The rse advised biomed to check the remote speaker, the biomed does not have a spare speaker. The rse requested onsite service. A philips field service engineer (fse) went to the customer's site. Troubleshooting the remote speaker and toning out cables, the fse identified the problem was the audio was disabled on windows pc.